Manufacturer narrative:
This report is filed on may 06, 2016.

Event description:
Per the clinic the device was explanted on (B)(6) 2016, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.